Event description:
The MFR received info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.